Manufacturer narrative:
Batch review performed on 19 june 2023. Lot 2002502: 30 items manufactured and released on 26-nov-2020. Expiration date: 2025-nov-15. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee on (B)(6) 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.